Manufacturer narrative:
The company service representative advised the customer to replace the light source and power cycle the system. No improvement was observed. The company service representative examined the system and replaced the nonconforming multifunction input output (mfio) printed circuit board (pcb) and the issue was resolved. Unrelated to the reported event, the company service representative found an illumini optic to be loose. The illumini was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming multifunction input output (mfio) printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information has been received indicating that a system message displayed on the screen and the light source is not on. The staff was advised to replace the light source and re-start the microscope which did not resole the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the microscope light was flickering during the start of the removal of the cataract. The case could not be completed and the patient was transferred to another facility for completion of the case. Additional information has been requested and not expected.